Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1588rt, acl tightrope® rt, when tightening the suture, it was broken. This was detected during an arthroscopic anterior cruciate ligament reconstruction of the knee on (B)(6) 2026. The procedure was completed successfully by using another new ar-1588rt. There were no patient harm and no secondary procedure needed.